Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to the lens tearing. There was no patient injury. Sutures were required. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.